Event description:
Vns patient committed suicide. Stimulation was initiated two weeks post-implant at 0.25ma output current and the pt was receiving vns therapy at the time of death. The pt's caregiver indicated that approx four days prior to death, the pt didn't feel right and was anxious. Treating physician reportedly did not want to increase programmed device settings until the pt's next scheduled appointment because the pt suffered from anxiety frequently. It was reported that this made the pt upset. The pt then had an argument with her father four days prior to death, after which she left. The pt reportedly returned two days later and found her father's gun, at which time she went to a store to purchase bullets with a friend. The pt shot and killed herself two days later. Report is incomplete because no response has been rec'd to MFR's requests for add'l info from treating physician (via fax x1, via telephone x1). There is no evidence to support the vns therapy system as a causal or contributing factor to the reported event.

Event description:
It was reported that the patient's generator had been explanted and sent to the patient's estate and would be returned for analysis. The generator was received on (B)(4) 2014. Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.